Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated they had 3 controllers but they lost the one they used the most, and now they would like getting one of their extra controllers activated. Caller noted they have a 97745fa and a 97745nt controller. Caller stated both controller are charged. Agent attempted to walk caller through connecting to the implant using the 97745nt controller. Caller saw "hello robert" on the screen. Caller was seeing no device found. Agent had caller connect the recharger and attempt to recharge. Caller entered passive recharge mode and was seeing 0-19-100 then 0-83-100. Caller noted the controller screen went blank and unresponsive. Caller stated they don't have any other rechargers and stated this is the one they were just sent. The issue was not resolved. A replacement recharger (rtm)was sent out. Agent advised caller to retu rn all extra equipment and call back if further assistance is needed. Caller added that this stimulator is one of the best things that ever happened to them. No symptoms were reported. Additional information was received from patient stating they received the repl acement recharger but could only connect to the implant when the recharger was plugged in. Patient would get no device found when recharger wasn't plugged in. During the call patient got no device found with both controllers when the recharger wasn't plugged in. Patient plugged the recharger and both controllers were able to display the batteries screen. The first controller's battery (fa) was 30% and implant was at 100%. The second controller (nt) also displayed the batteries screen at excellent. Implant was at 100%. Agent redirected patient to their hcp to address the issue so that a representative could unpair and repair the controllers. Agent closed case. Additional information was received from patient stating they can¿t connect wirelessly to ins. Again, redirected to hcp so a rep can meet with them to re-pair the controller.

Event description:
Patient called back and stated they have 2 controllers as they keep one in their rv. Patient stated that neither of the controllers will connect to the implant unless the recharger is plugged in. Patient stated they want to get the controller re-paired so that they don't have to carry the recharger around everywhere. Agent reviewed ins and controller communications. Agent redirected patient to their healthcare provider to page a manufacturer rep and review how to unpair and repair one of the controllers. Pt called back and reiterated details of case. Confirmed controller could not pair with ins wirelessly on call. Pt got no device found. Pt said they had met with a manufacturer rep, but the rep could not do anything and had to leave right away. Pt could still connect and control their implant with the recharger plugged in. Explained the steps that would need to be taken and emailed local rep for further assi stance.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.